Event description:
It was reported that a patient had stimulation in the wrong location follow implantation. Three weeks previously, she had a lead revision. The patient had not been programmed since the revision. Further information has been requested. If more information is provided, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy, but had not sought further help. No further information was provided.